Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device had a damaged seal when the stapler was placed in the port to fire and when the surgeon pulled it out. To correct the condition, a new trocar was used. The current patient status is fine.

Event description:
According to the reporter: during a procedure, the device has a damaged seal when the endo gia was placed in port to fire and pulled it out, the blue seal from the inside was attached to the shaft of the stapler. Patient status: unknown.